Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she has experienced sensor glucose and blood glucose differences and calibration errors. The customer's blood glucose reading was 40 mg/dl at the time of incident. Troubleshooting explained sensor glucose and blood glucose to customer and the customer was advised that the device would be replaced as it appeared that some of the customer's sensors were expired.